Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section g4 and to provide completed investigation results. One tr band was returned for evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon. There is 0ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The ops quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. Nc will contain root cause analysis and corrective actions. Review of device history record (DHR), with the provided two (2) lots, showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D4: lot number: 0000309575. D4: expiration date: unknown, unknown. D4: UDI: unknown, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: cath lab manager. H4: device manufacture date: unknown, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 device would not hold inflation in the balloon, which resulted in a hematoma. Manual pressure was applied, and a second band was placed. The blood loss was less than 250cc's. The patient was in stable condition and the left heart catheterization (lhc) was successful. There was no medical or surgical intervention. Additional information was received on 04 may 2023: they started at 18 millimeters, reduced until they got a flash, then added 1-2cc's, per the instructions for use (IFU). The band was okay in the room; however, when they got to recovery, a hematoma was noticed, and the balloon was squishy after approximately fifteen (15) - twenty (20) minutes.